Manufacturer narrative:
Correction: the correct catalog number is 90434; not 90432 as previously reported. This report is filed november 11, 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).